Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 451mg/dl, and she was treated with insulin drip and fluids. It was stated that the customer's blood glucose meter read over 600mg/dl, but at the hospital she tested less. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.